Event description:
During an ankle plasty the anchor broke during insertion. The site was pre-drilled and the anchor was inserted a little deep. Another anchor was inserted in a different site. The broken portion of the anchor was left embedded in the pt's bone. A delay of two to three minutes results. No pt injury or complications were noted.